Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded on 03/10/2015. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient did not report any injury or medical intervention.